Manufacturer narrative:
April 02, 2026. Reason for the patient's visit on (B)(6) 2025: rotator cuff tear following the implantation of a device on (B)(6) 2024 (one year after the initial surgery). No pain. No symptoms were reported. Item number: unknown. Item name: compositcp suture anchor double loaded with broadband tape (sliding). Lot number: unknown. There is not enough information about the implanted device: it is not possible to verify the manufacturing data. To complete our investigation, additional information requested: 1. At which healthcare facility was the initial surgery performed on (B)(6) 2024? 2. What was the batch number of the device used? 3. The patient came in for a consultation on (B)(6) 2025, and the incident was reported on (B)(6) 2026: what caused this delay? 4. On (B)(6) 2025 incident: if the patient wasn't in pain and didn't need another procedure, why did he come in for a consultation? What were his symptoms? 5. Is there still a potential risk of reoperation depending on how the patient's condition progresses? 6. Identified cause "no soft tissue to bone healing after the surgery": could the incident (rotator cuff rupture) be related too to a malfunction of the device? 7. Are there any x-rays, mris, or photos available? 8. Did the health care facility declare this incident to the national competent authority? The patient did not have another operation. Insufficient information regarding the potential risk of further surgery depending on the patient's condition.

Event description:
Fnconf-26-0060. Incident occured in france. Complaint description: "cuff tear, no soft tissue to bone healing after the surgery. Patient wasn't reoperated and has no pain in the operated shoulder, no treatment".